Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope presented chip on the acoustic lens, peeled acoustic lens, detached acoustic lens, damage on ultrasonic probe, gap between acoustic lens and ultrasound probe and chip in adhesive area between acoustic lens and ultrasound probe. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.